Event description:
A malfunction was reported on a customer's pump. There was no reported adverse impact to the customer's blood glucose level. Technical support gave instructions for resetting the pump, which the customer followed, and advised the customer to call back if the malfunction code reappears. The customer understood these instructions and continued to use the pump without immediate issues.